Manufacturer narrative:
The indications for use for the event were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that during the trial, it did not work and they had to have it redone. The patient stated that they had a loss of stimulation during the initial first trial she had. The patient further stated that she felt stimulation at the healthcare professional's (hcp) office but once she got home, she felt nothing. The patient spoke to the manufacturer representative and they tried changing the external neurostimulator but that did not work. The patient further reported that a few weeks later she had a different lead put in and that seemed to work fine and everything was on now. This event occurred post operative and the indication for use was unknown. If additional information is received, a follow- up report will be sent.